Event description:
Patient with history of erectile dysfunction and had a penile prosthesis placed about eleven years ago that was found to be malfunctioning. The patient was brought in for repair and replacement in the or. The pump was removed out of the scrotum and the surgeon immediately identified a frayed piece of tubing just beyond the pump to one of the cylinders. There was a hole in this. The surgeon followed the tubing all the way towards the cylinder, and instead of simply replacing the pump; because the tubing appeared to be frayed further down, the cylinders were explanted. It was a 20 cm cylinder and there was a 3 cm rear-tip extender attached.